Event description:
It was reported that patient was revised on a left hip due to loosening of shell. It was also reported the poly cup impactor broke during surgery.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown tritanium shell. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested, but not made available by the hospital. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.